Event description:
It was reported that there was a lead migration and high impedances and the patient had less than 50% therapy relief in their left leg. It was further reported that the patient had a revision of their spinal cord stimulation system. The physician reportedly stated that there was a suspected impedance issues and lead migration of the previously implanted left lead (8-15). Impedance testing showed high impedance on one lead and x-ray revealed the lead had moved several vertebral bodies caudally. The physician reportedly decided that if they were replacing components, it was worth upgrading the entire system to the surescan compatible system. It was noted that there was not product issue suspected with one lead or the implantable pulse generator (ipg). The new system was reportedly implanted and was functioning well. It was further noted that the patient was alive with no injury. It was noted that the ipg was explanted and replaced with a different product and impedance testing was done. It was noted that the first lead had high impedances on electrodes 0, 2, 3, 4, 5, and 7; and that there was a suspected break or fracture. The first lead was reportedly explanted and replaced. It was noted that the second lead had no alleged product issues and was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that prior to explant of first device the patient experienced a shocking sensation ¿about one month¿ after implant. It was noted the implant was ¿either off or stimulation was too high¿. It was noted a reprogramming was attempted but did not resolve the issue.

Manufacturer narrative:
H.3. Final device analysis for ins (B)(4) revealed no anomaly found. Final device analysis for lead (B)(4) revealed no anomaly found. Final device analysis for lead (B)(4) revealed all the conductors were broken 17.1cm from the distal end.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.